Event description:
The customer observed discordant glu results on the vitros dt60 analyzer from multiple pt samples. Results were reported and questioned by the physician. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.